Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient reported they believed their leads had moved after speaking with their rep. Contributing factors, actions/interventions and resolution to the reported event were unknown. No further complications were reported or anticipated.